Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device operates differently; however the treatment appears to be related to circumstances of the procedure as a new device was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device. Reportedly, an unspecified device failure occurred with the proglide device. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.